Event description:
A user facility reported that a pt's descemet's membrane tore during the insertion of an intraocular lens (iol) while using an iol delivery system. It was reported that the haptic was stuck in the cartridge of the delivery system.